Manufacturer narrative:
Two of the three units were returned for evaluation. Both units were found to have cracked blister trays. The blister packaging seals were noted to have been fully formed at one time. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.

Event description:
Based on information reported to davol: it was reported that when the x-stream product was removed from the undamaged shipping box the blister pack was noted to be cracked. The damage was noted upon receipt of the product and there was no patient intervention. Due to the reported sterility breach, this MDR is being submitted.